Event description:
Customer reported they felt the output of the vaporizer was lower than expected. There was no reported pt injury. Investigation/conclusion: the unit returned to co's vaporizer service ctr for investigation. The unit was tested and found to have output high to specification. Visual inspection of the components revealed that the screws holding the bimetallic strip were loose. Double torque tightening of all screws has since been implemented. This is the second MDR within the last 12 months involving a tec 5 vaporizer wherein the cause was loose bimetallic strip screws. Approximately 15,000 tec 5 vaporizers are mfg each year.